Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the detergent valve to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The au680 clinical chemistry analyzer generated erratic patient results (low sodium and high alkaline phosphatase results). The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.